Event description:
It was reported during the pt's lead revision procedure (reference MFR report: 1627487-2013-12483), the ipg would not communicate with the programmer. Per the physician, the pt had not used or charged his ipg for several months. As a result, the ipg was explanted and replaced. Follow-up identified the pt is doing well after the procedure and receiving effective stimulation from the new scs system.

Manufacturer narrative:
Results: the claim about "charging/communication: pt did not recharge" was confirmed. As received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.